Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 90% of stenosed lesion being treated was located in the moderately tortuous and calcified left main coronary artery and proximal left anterior descending artery. Access was obtained using a 7fr ebu guide catheter. The physician implanted a 3.50x20mm promus element stent in the target lesion. Intravascular ultrasound (ivus) was performed with an unknown ivus catheter and post-dilation with a 3.75x12mm non-bsc balloon catheter. It was then noted that the implanted stent had shortened. The physician left the stent untreated. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it was indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is caused by other device as another device caused the complaint event. (B)(4).